Manufacturer narrative:
The reference (B)(4). Has been allocated to this case by rayner. The event description provided states that the patient has presented post-operatively with an inflammatory reaction bilaterally (see also MDR 3012304651-2024-00009) with formation of a membrane. Low visual acuity, difficulties in contrast vision, and difficulties in light adaptation have been reported as a result of the reported event. It has been confirmed by the healthcare professional that endophthalmitis has been ruled out in this case. The patient is treated with regular high frequency postoperative combined tobramycine - dexamethason drops and subtenon kenakort has been injected in both eyes our review of production records for the rayone trifocal rao603f batch 120163277 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. Every batch of iols manufactured by rayner are tested for endotoxin and bioburden. Rayner's endotoxin acceptable tolerances are derived from bs en iso(B)(4). Ophthalmic implants - intraocular lenses part 8 fundamental requirements. We have set our own limits for bioburden as there is no standard that prescribes acceptable limits. Our production records confirm that the results for bioburden and endotoxin for the subject rayone trifocal rao603f batch 120163277 are within acceptable tolerance of the respective limits. A rayner microbiological cause for the onset of post-operative inflammation is therefore extremely unlikely.

Event description:
On (B)(6). 2024, rayner received notification from its belgian distirbutor of an event that occurred following implantation of a rayone trifocal rao603f. The event description provided states that post-operatively the patient has presented with an inflammatory reaction with membrane formation.